Event description:
This literature case was identified on (B)(6) 2013: p.s.q. Feio, a.f. Gouvea, j. Jorge, m.a. Lopes: oral adverse reactions after injection of cosmetic fillers: report of three cases. Int. J. Oral maxillofac. Surg. 2013; 42: 432-435 (B)(4). This case involves a (B)(6) female who was referred to a dental school for an evaluation of hardness in the lower lip mucosa. On an unknown date (6 months prior), the patient was administered with sculptra (poly-l-lactic acid) for nasolabial fold correction. Oral examination revealed a nodular lesion measuring 2.0 cm x 1.0 cm, which was fibrous in consistency and slightly painful. On palpation, additional nodules, barely visible and non-tender, were found all over the lip mucosa, including the upper lip. An excisional biopsy was performed with the provisional diagnosis of foreign body reaction. The histopathological examination showed a chronic inflammatory infiltrate in the connective tissue and the presence of numerous giant cells around translucent particles, showing fusiform or oval shapes, leading to the diagnosis of a foreign body reaction. After examination of the injected material it was identified as compatible with poly-lactic acid (plla) (sculptra). A letter from the dermatologist confirmed the injection of this material. After 1 year of follow-up, the surgical site had completely healed with no trace of the remaining nodules.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4): nodule, foreign body reaction assessed as serious and possibly related.